Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 410 mg/dl. The customer reported treating with the insulin pump and manual insulin injections. Troubleshooting was done. The customer reported that there was a little air bubble in the tubing of the insulin pump. The customer was advised that the insulin pump was working as designed passing the self-test. The customer was advised to change the entire infusion set, reservoir and insulin of the insulin pump. No additional info was provided.